Event description:
Related manufacturer report number: 1627487-2024-00496. It was reported that the patient's drg leads migrated back near the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's drg system was explanted.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient underwent a lead revision. Imaging confirmed both drg leads had migrated. The system was explanted. The physician is considering trialing this patient later with standard scs leads. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.